Event description:
It was reported that the patient with this pacemaker device triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right ventricular (rv) channel. There was no noise noted on the stored episodes and there was abrupt increase in the impedance measurements. Technical services (ts) recommended to consider in-office thorough lead evaluation including isometrics and serial impedances if the impedance in bipolar was within normal limits. It was suspected that there could be lead issue or electromagnetic interference (emi). Ts also stated to consider reprogramming to bipolar or split configuration depending on findings with interrogation. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker device triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right ventricular (rv) channel. There was no noise noted on the stored episodes and there was abrupt increase in the impedance measurements. Technical services (ts) recommended to consider in-office thorough lead evaluation including isometrics and serial impedances if the impedance in bipolar was within normal limits. It was suspected that there could be lead issue or electromagnetic interference (emi). Ts also stated to consider reprogramming to bipolar or split configuration depending on findings with interrogation. This device currently remains in service. No adverse patient effects were reported.